Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak. The pt canceled treatment due to a cycler error. When she opened the cassette door there was fluid leaking from the cassette and on the interior of the door. She was advised to discontinue using the cycler and to contact her pd nurse. The set was discarded. During follow up the pd nurse reported that the pt's effluent remained clear. She had no signs of infection. She was treated with one dose of prophylactic antibiotic vancomycin. Pd effluent cultures were taken and all came back negative. No adverse event reported at this time.